Event description:
It was reported that the ilet pump¿s wake/sleep button became intermittently unresponsive, requiring use of the charger to wake the device and prompting a pump replacement to be ground shipped so the user could continue on their current pump cycle before swapping. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included continued insulin delivery on the existing pump, planned device replacement, user counseling on data backup, shutdown procedures, and return logistics, and provision of a return shipping label. Investigation included customer service troubleshooting and education, verification of serial information, assessment of device functionality based on user reports, and coordination for device return. Investigation of this case revealed a user-reported mechanical input failure of the wake/sleep control consistent with a device component malfunction of the pump housing/button interface, with no associated alarms. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.